Event description:
Dci clinic reported on MDR #162524-2007-00001 the circumstances surrounding a blood leak at the tubing connection to a hema metrics blood chamber during dialysis treatment of the subject pt. The leak occurred approximately 2 hr 40 minutes into the treatment, and according to the clinic report, was from a loosening of the tubing to device connection due to warmth of the blood and a pulsation of the lines from possible clotting in the dialyzer. The nurse reported an estimated blood loss of approx 500cc's.

Manufacturer narrative:
Blood chamber in use during the incident was not returned; however, blood chambers from the same lot were evaluated. The female blood chamber luer lock connection at which the leak occurred was evaluated for proper mating with a male tubing connection. The connection was found to be secure and tight. Tests were conducted to evaluate the luer connection under conditions similar to clinical use. Pressure tests using heated saline and extreme pressure were also conducted. A sample of five blood chambers from the lot in question was tested. Three of the five blood chambers were tested on a dialysis tubing set with a unit of whole blood being pumped through it in order to help simulate (in vitro) conditions typical of a dialysis clinic. Though there was no dialysis filter included as part of the tubing circuit, a wide variety of conditions were tested. The chambers under test were placed at the bottom of the circuit where the pressure is greatest. The hematocrit of the blood varied between 65 and 35. The duration of the test was about 5 to 6 hrs of constant runtime. The pump speed throughout most of the test was set to 250 ml/min, but the speed was increased to 1700 ml/min for several minutes near the end of the run (the hematocrit was about 35). Note that when the speed was increased, there was a marked decrease in the volume of air present in the air traps, indicating an increase in pressure. Throughout the duration of the test, no leaks or any other indications of failure or defects were evident. The other two blood chambers in the sample were pressure tested more directly. A tubing extension was attached to either end of the blood chamber, and the whole length was filled with water. The temperature of the water was approx 95 degree to 100 degree f to make sure changes in temperature were not compromising the fit of the connectors due to expansion or other temperature related factors. One end of the tubing was then closed off. Pressure was applied to the other end of the tubing. A steady pressure of approx 45-50 psi was applied for between 15 and 20 seconds. This was done several times on both blood chambers being tested. No leaks or any other indications of failure or defects were evident. No force other than moderate hand-tightening was used to attach the blood chambers to the tubing, in summary, all testing indicated that the integrity of the blood chambers and the connections between the blood chambers and any attached hardware was sound and, when properly installed, would not leak under normal clinical usage. Conclusion: the user has indicated that proper protocol was followed to assure a secure connection between tubing and blood chamber. Therefore, the leakage incident likely occurred as a result of an unusual event as described by the user, i.e. The "device connection/adapter softened and loosened w/warmth of blood and pulsation of lines." As reported by the user the pulsation was possibly due to clotting in the dialyzer. The unique circumstance of the pt running heparin free likely contributed to this clotting. Since the event, staff training has been conducted by hema metrics to emphasize the instructions for use that proscribe "periodically throughout the treatment the security of the connection to both the blood line as well as the dialyzer should be verified." If this is carefully adhered to, experience shows that any leakage at the blood chamber to tubing set connection will not occur.